Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 57 mm diameter abdominal aortic aneurysm approximately (B)(6) months ago. The proximal aortic neck diameter was 18.5 mm in diameter and 16 mm in length. The iliac arteries were mildly tortuous bilaterally. It was reported that after the stent grafts were implanted it was noted that the contralateral limb markers were not where they were supposed to be. The physician had noted that initially the blue dot on the handle did not match the gate marker under fluoroscopy. The marker was in the opposite direction of the blue dot. The physician positioned the stent graft according to the gate marker under fluoroscopy at the appropriate position below the renal arteries. When deployment was initiated; the gate was opposite and posterior positioned. The physician did not attempt to rotate the stent graft and the limbs unintentionally deployed in the crossed position which caused a prolongation of the procedure and extra contrast to be given. The co- investigator thought it might have been the location of the marker on the contralateral limb, or twisting of the stent graft in the delivery system. This may have been what caused the contralateral limb to deploy on the wrong side, leading to the unintentional crossing of the limbs. The investigator determined that this event was related to both the study device and procedure. No clinical sequelae were reported and the patient is fine. Review of returned films show no issues with stent graft sewing or twisting.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (stent graft misplacement), other - lack of information (unknown cause of stent graft twisting). Conclusion: other - lack of information (unknown cause of stent graft twisting).